Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc blood glucose meter would not turn on with button press or with test strip insertion. Customer further reported that on (B)(6) 2016 around 7:00 pm he went grocery shopping, but was feeling "really bad, weak and fell". Customer thought he was experiencing a heart attack. Paramedics were called and upon arrival checked his blood pressure, pulse (over 100) and blood glucose; receiving a result of 400 mg/dl on their meter. Customer was treated with an unspecified amount of insulin and transported to a local healthcare facility. At the hospital a subsequent reading of 216 mg/dl was received. Customer was kept overnight at the hospital and discharged the next day. There was no report of death or permanent injury associated with this event.